Manufacturer narrative:
This report is submitted on august 8, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient developed a cellulitis infection and subsequently underwent revision surgery on (B)(6) 2018, under general anesthetic, to remove the abutment and replace with a cover screw.